Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
It was reported that the nurse could not inflate or deflate air in the tracheostomy tube. The nurse cut the inflation line to remove the defective device. Pt was recannulated. No pt harm. Device was pre-tested prior to use on the pt.